Event description:
It was reported that a kink occurred. Vascular access was obtained via a transfemoral approach. A 25mm lotus edge valve system was selected. While trying to pass the 25mm lotus edge valve system over the aortic arch, a kink was noticed on the delivery system. The 25mm lotus edge valve was removed and exchanged for another 25mm lotus edge valve that was successfully implanted. No patient complications were reported. The patient's current condition is stable.

Manufacturer narrative:
Lot number corrected from 0024221926 to 0024221924.

Event description:
It was reported that a kink occurred. Vascular access was obtained via a transfemoral approach. A 25mm lotus edge valve system was selected. While trying to pass the 25mm lotus edge valve system over the aortic arch, a kink was noticed on the delivery system. The 25mm lotus edge valve was removed and exchanged for another 25mm lotus edge valve that was successfully implanted. No patient complications were reported. The patient's current condition is stable. It was further reported that there was a tortuous sharp bend in the aortic arch.

Manufacturer narrative:
H3 device evaluated by MFR: the lotus edge device was returned or evaluation. The device was returned fully sheathed. A kink was noted in the outer sheath (os) 27 mm proximal to the os tip. Compression was noted on the inner curve of the os. The device was unsheathed and the compression released. Visual inspection of the valve components found no issues. No other issues were noted to the device.

Event description:
It was reported that a kink occurred. Vascular access was obtained via a transfemoral approach. A 25mm lotus edge valve system was selected. While trying to pass the 25mm lotus edge valve system over the aortic arch, a kink was noticed on the delivery system. The 25mm lotus edge valve was removed and exchanged for another 25mm lotus edge valve that was successfully implanted. No patient complications were reported. The patient's current condition is stable. It was further reported that there was a tortuous sharp bend in the aortic arch.